Event description:
It was reported that the lead and the device were explanted due to a "product performance issue". No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.